Event description:
It was reported that the wake button has stopped working. The device turns on when plugged into a power source. Customer had elevated blood glucose levels (40 mg/dl). The nurse at the customer's school delivered a manual injection to stabilize is blood glucose level.

Manufacturer narrative:
The device has not yet been received for eval. Should new relevant info be received, a supplemental form will be completed.